Event description:
A 45-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's spouse reported the patient lost his balance and fell in a restaurant the night of (B)(6) 2024. The patient hit his forehead and face on the floor damaging the top black array. The patient was subsequently taken to the emergency room and received 10 stiches in the forehead as well as some stitches in the chin, and a cut on the patient's lip required closure with medical glue. Afterwards, the patient was discharged to home. Optune gio therapy was temporarily discontinued. The prescribing physician was contacted with no response.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).